Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 2 patient samples. One sample was tested for insulin and one sample was tested for thyrotropin (tsh). Only the data for tsh is a reportable malfunction. No erroneous results were reported outside of the laboratory. The initial tsh result was 0.03 uui/ml. The repeat result was 1.78 uui/ml. No adverse event occurred. The tsh reagent lot number and expiration date were not provided. The customer thinks the issue is instrument related since they have had errors when performing calibrations. The field service engineer and application specialist visited the customer site and identified contamination in the rinse station and water reservoir. It was also noted that the customer used the incorrect proportion of syswash. They used 1 ml of syswash instead of 10 ml in a liter of water. The instrument was decontaminated, the measuring cell was changed, a voltage adjustment was made and calibration and quality controls (qc) were performed. Calibration and qc were acceptable. It was noted that the customer used eppendorf cups for qc. The customer was advised to use hitachi cups for qc and low volume samples. Based on the available information, the possible root cause of the issue might be related to instrument contamination and that the customer did not use qc and sample cups as recommended. Since the service visit the customer has not had any additional problems.